Event description:
It was reported that an arteriotomy closure of the common femoral artery was done with a starclose se device after an embolization interventional procedure using a 6f sheath. Reportedly, the clip was successfully deployed. Resistance was noted when attempting to remove the device. The safety release button was inadvertently jammed in instead of pulling it down. The red clip was no longer visible but the device was removed with no adverse outcomes. Hemostasis was achieved with the same device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the electronic starclose vascular closure system instructions for use states: if resistance is met upon removal of the device, follow the steps below to remove the device; locate the two access ports on the lateral and medial sides of the device, insert the distal end of the dilator into the access ports one at a time to release the locking mechanism of the thumb advancer. An audible click should be heard. Check that the number "3" exits the number window completely and the thumb advancer is freed from the locked position. The investigation was unable to determine a conclusive cause for the reported difficulties; based on the information reviewed there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.